Event description:
It was reported to ventec that the device was continuously rebooting by itself. There was patient involvement with the reported event. The reporter advised that there was no patient harm reported as a result of the reported issue.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section b3, date of event, of the initial medwatch report stated: 5/19/2025. Section b3, date of event, of the initial medwatch report should have stated: 1/26/2025. New information for supplemental medwatch report 001 -- h6: ventec has made multiple unsuccessful attempts to contact the customer who reported the issues, asking whether the device will be returned to ventec for evaluation. The reporter has not responded to these requests. In the event that the device is received for an evaluation, ventec will submit a follow-up report as defined by 21 cfr 803.56. Ventec performed a review of the device's manufacturing records which showed all requirements were met. Final test specifications were acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. Trend analysis and risk analysis were considered acceptable. The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined.